Event description:
It was reported that the customer's insulin pump alarmed motor error. The device was not dropped nor exposed to a high magnetic field. However, the drive support cap was protruded. Reviewed the alarm history and found an error alarm. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm to error alarm due to erased history file. The insulin pump received with scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.